Event description:
It was reported via medwatch "we were placing a PICC on the pt and the introducer was difficult to advance through the skin. A knick was performed and still the introducer would not advance. Upon further inspection of the introducer a defect was discovered. The end of the grey piece has a notch in it making it not smooth or flush with the internal white piece, thus making it not to slide into the skin as normal. A new introducer was dropped onto the sterile field and used to complete the procedure."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One photo sample of a microintroducer was provided for evaluation. The distal section of the sheath and dilator are visible in the image. The shaft appears to have be curved and material deformation is present on the distal tip of the grey sheath. The deformation section on the sheath appears to be bunched inwards. The damage could not be closely inspected from the image. The event description indicates the skin was knicked after experiencing resistance during advancement. The damage may have occurred prior to the skin being knicked. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the report event. Based on images provided, possible contributing factors include advancement against resistance and insertion angle. Since the sheath was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redw0492 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0492 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "we were placing a PICC on the pt and the introducer was difficult to advance through the skin. A knick was performed and still the introducer would not advance. Upon further inspection of the introducer a defect was discovered. The end of the grey piece has a notch in it making it not smooth or flush with the internal white piece, thus making it not to slide into the skin as normal. A new introducer was dropped onto the sterile field and used to complete the procedure."